Event description:
This is a corrected submission for patient submitted on 2/18/2009. Patient was found lying on metal bed frame due to half of the pockets on the specialty bed were deflated on the mattress. A 'leak' warning light was on but not alarming. Event was caught prior to any injury caused to resident. Bed/mattress was returned to rental company for repair and exchange.